Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/13/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion

Manufacturer narrative:
(B)(4)

Event description:
Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.